Manufacturer narrative:
Updated to reflect the information received on 2017-aug-09: patient code (B)(4) replaced with (B)(4) to reflect the report of a "loss of pain relief" if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider via a manufacturer's representative on (B)(4)2017. It was reported that the patient had a loss of pain relief and a dye study for patency was done which showed a partially blocked catheter. As a result the entire system was replaced on (B)(6)2017. A new pump and catheter were placed. The old catheter and pump would be returned to the manufacturer for analysis. It was also reported that the patient's pump contained baclofen, morphine, and bupivacaine at unknown concentrations and dosages. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(6) 2017 product type catheter : analysis of the catheter on (B)(4) 2017 revealed an event related dark residue occlusion in the dispensing holes of the catheter body. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of b)(4) 2017: morphine with concentration 25.6 mg/ml at a dose rate of 6.802 mg/day, bupivacaine with concentration 15.3 mg/ml at a dose rate of 4.065 mg/day, and baclofen with concentration 120.0 mcg/ml at a dose rate of 31.88 mcg/day: the previously applied conclusion code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported a catheter event was alleged. It was stated that the patient switched healthcare professionals (hcp) and they had a touch base appointment where the hcp could not believe how much medication the patient was getting. It was noted that there was a catheter blockage, and the hcp used fluoroscopy to confirm this blockage. The patient was to have surgery on (B)(6) 2017 to unclog or remove and replace the catheter. The patient was having a pump fill on (B)(6) 2017. The patient was to follow up with hcp. It was noted that the patient had 3 back surgeries prior to pump implant. No symptoms reported. Event was (B)(6) 2017. No further complications were reported/anticipated.